Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending.

Event description:
The event involved a plum 360 infusion pump where it was reported discrepancies in vi and vtbi occurred intermittently, most significantly with total parenteral nutrition (tpn) infusions. It was also noted some smaller volume discrepancies with other medication occurred but were noted to be within the +5% accuracy range for the pump. The pump was auto-programmed as a continuous infusion with pharmacy label volume of 962 ml and IV tubing priming volume of 28 ml. The vtbi left on the pump was 212 ml and volume in the bag was ~150ml. The rate was programmed at 38ml/hr. Although there was patient involvement there was no reported adverse event or medical intervention required. Additional information was provided by the manager epic inpatient clinical systems of fmol children's hospital stating this pump ran as expected with no issue.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.